Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections have been updated: complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device identified that the hook feature has fractured off, thus confirming the complaint. The fragment was not returned. Inserter exhibits minor scratches indicating multiple uses. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inlay inserter fractured at the contact edge. The procedure was completed with another instrument with neither patient injury nor delay reported.